Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, pause episodes were recorded due to undersensing of the device. The device had migrated in the pocket, resulting in a possible loss of contact. No intervention was performed and the device will continue to be monitored. The patient was stable with no adverse consequences.